Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited undersensing of the atrial flutter signals. Programming changes were suggested; no changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.